Event description:
It has been reported to us that during the procedure, the tip of the guide wire became stuck inside the stent and separated and remains inside the patient's vessel. The physician inserted the guide wire into the right coronary artery of the patient. The patient had restenosis within previously placed stent within the area. The physician inserted a balloon catheter; however, was not having much success ballooning the area. The physician inserted a cutting balloon and performed intervention. The physician removed the cutting balloon and inserted a angioscope balloon and advanced forward over the arch. The physician removed the balloon from the patient. The physician attempted to remove the guide wire through the already placed stent and the tip of the guide wire became trapped within a stent strut and separated remaining within the vessel. The physician attempted for some time to snare the separated section of the guide wire; however, unsuccessfully. The patient was sent for an additional bypass surgical procedure. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The actual device was not returned for evaluation. Therefore an engineering analysis of the subject device can not be performed. The lot number is known and a review of the device history record did not detect any deficiencies in the manufacturing process. The event has not been confirmed due to no product was returned for evaluation. The analysis is complete as of today (B)(6), 2011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.